Event description:
The surgeon implanted a cc4204bf plate collamer lens. Surgeon noticed 10 days post-op that the lens had a greenish tint. The lens remains implanted. The patient is doing fine. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.